Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge error message during the load process. During troubleshooting with tandem technical support the customer was able to load a new cartridge onto the pump. There was no reported impact to customer's blood glucose level. Customer stated that they did not know if their blood glucose levels were impacted.